Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7079851, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the lead site. Symptoms of extreme pain and fever were noted. Also reported a suspected lead migration. Infection was not procedure related and was unknown if it was device related. The patient was placed on antibiotics. The patient had a lead pull and was doing well.